Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. .

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 421 mg/dl. The customer stated that insulin pump had insulin flow block alarm. The customer performed troubleshooting for insulin flow block alarm. Customer stated the insulin did not exit. Customer stated they have another infusion set for testing. Customer stated they were able to troubleshooting for a potential reservoir and infusion set issue at this time. The customer was advised to manually push plunger to see if insulin exits the tubing. Customer stated insulin exited the tubing. Customer was off the insulin pump for over day. Customer stated that high blood glucose was not contributed to insulin pump. The insulin pump will not be returned for analysis.